Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) between 500-600 mg/dl. Reportedly, the customer used fiasp insulin with the pump supplies. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer administered manual injections and changed pump supplies to address bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.